Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date 6 months prior to the alert date of (B)(6) 2017. At this time the patient obtained blood glucose results of ¿2.3mmol/l¿ with the subject meter and ¿<1.0mmol/l¿ on a calibrated laboratory device over 30 minutes later. This time difference exceeds lfs¿s criteria for calculating the possibility of an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 5 minutes prior to the alleged product issue occurring they had developed symptoms of ¿slurred speech and incoherence¿. In response to these symptoms the patient had a juice box and another sugar containing beverage. The patient¿s condition failed to improve as a result of this so the patient went to the hospital where their blood glucose was measured at ¿1.0mmol/l¿ on the calibrated laboratory device. The patient received unspecified treatment in order to stabilize their blood glucose levels in response to this. At the time of troubleshooting the csr noted that the results which were obtained were obtained greater than 30 minutes from each other. The unit of measure was set correctly on the subject meter and the patient¿s device was replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which then caused/contributed towards them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.